Event description:
It was reported the patient had stimulation in the wrong location. The patient had a shocking or jolting sensation. The patient was having an issue with the stimulation. The patient had the stimulation set at 2.5 and felt an electric charge in their uterus and not where they needed the stimulation. The patient's pain increased. When the patient normally increased the stimulation, they felt electrical charge like a shock in the core of their body and her front of the uterus. At the time of the change in stimulation, the patient had no falls or trauma. On (B)(6) 2015, the patient fell to their knees. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).